Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b2 d1 e2/e3. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
(D10) concomitants: 02-012-35-2011 - logic tibia ps mod insrt sz 2 11mm: 2028092. 02-010-01-0220 - logic femoral ps cem left sz 2: 2049655. 02-012-41-2020 - logic tibia traptray cem sz 2f/2t: 2127471. 200-02-32 - three peg patella 32mm. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A review of manufacturing data was unable to be performed as the lot information of the product involved in the event was not available. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.

Event description:
It was reported that this patient's left knee is scheduled for revision, approximately 14 years post initial surgery. Patient stated she experienced a lot of pain and has issues with her daily tasks. Information provided indicates the patient is not currently revised. No further information available.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3 - date removal. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.